Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there were traces of wear on the distal tip and on the outside diameter of the shaft. The length of the bur shall measure 3.19 ± 0.01 inches and the actual measurement was 3.187 inches. The diameter of the shank on the proximal end of the bur shall measure 0.0923 ± 0.0003 inches and the actual measurement was 0.09225 inches. All the dimensional measurements were in specification. Functionally, the bur fit securely into a handpiece, but while running up to 80,000 rpm, there was excessive vibration (wobbling) on the distal end of the bur. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the axis was shaken and did not stabilize and could not be used. There was no patient involved; the vibrating device was not used on patient.

Manufacturer narrative:
H6: d01 and d1102 codes are updated. Previous applied fdc d16 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.